Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform displacement test and test for battery out limit alarm due to unresponsive buttons. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the battery was changed and the insulin pump alarmed battery out limit and the up and down arrow buttons are not responding. No significant events leading to the keypad issue. Blood glucose at the time is unknown but it was reported that the customer experienced high blood glucose of 600 mg/dl and treated with the backup plan. It was advised to discontinue the use of the device. The insulin pump would be replaced and agreed to return the product for analysis.